Manufacturer narrative:
Device returned the us service centre (parent company) it was visually inspected and decontaminated. The device was plugged in and charged fully before inspecting. The unit powered up without issue. It was power cycled a number of times without issue. All connections to the monitor were confirmed to be intact and secure per the manufacturer specifications. The device log file was reviewed as part of the investigation to help identify cause of the complaint. In review of the log file it was noted that the device had functioned normally without issues prior to the events noted here. On (B)(6) 2021 at 7:13 am with initial dosage of 20 ppm. The battery was discharging from 7:08 am just prior to the dose setting. At 8:03 am the device restarted with no alarms present and the battery at 60%. The device was powered back up with the battery at 99% but it immediately started to discharge and was then powered down at 8:51 am at 62%. This aligns with the information provided by the customer. The unit battery was tested and confirmed to be the cause of the failure. The customer communicated that the device was plugged in during therapy. The battery problem may have been caused by plugging the device into an incorrect high voltage outlet in the hospital.

Event description:
Customer reported to the us distributor that the device was being used in therapy on a patient and during therapy the device powered off twice. A replacement device was available to continue therapy and no harm was reported to the patient. The device has been sent to the us service center for investigation.